Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps experienced burning and thermal damage at the distal end. Electrical arcing at this location was observed when energy was activated. A backup instrument was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used in subsequent procedures and is planned to be returned. The generator was set to bipolar coagulation mode, but the power settings and auto-stop usage was unknown. The bipolar energy cord was not replaced. No injury was reported.

Manufacturer narrative:
A review of a video and picture associated with this event has been performed. The video shows a maryland bipolar forceps that appears to possibly spark or arc at 0:02 seconds. The arm pod ui for the mbf does not indicate that the instrument was being activated at the time of the arcing. The mbf is moved away from tissue, irrigation applied, and a fenestrated bipolar forceps (fbf) on arm 1 is used to address a small bleed. Images of a mbf show damage to the yaw pulley insulation material consistent in appearance with thermal damage. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. .

Manufacturer narrative:
Please refer to annex codes.

Event description:
Refer to h11 for follow-up information.